Event description:
It was reported that (1) device was used during a video assisted thoracic surgery. It was reported by the affiliate that the anvil dislodged after firing (no problem with cutting or stapling). The case was completed with a new instrument. There was no consequence to the pt.